Manufacturer narrative:
The insulin pump was received with a pump error alarm during rewind due to corroded motor home switch. Pump passed the sleep current test, active current test and self test. Low battery alert less than 1 week not confirmed. Unable to perform the displacement test, rewind test, prime and seating test, basic occlusion test, force sensor test, and occlusion test due to pump error alarms. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had low battery life . The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.